Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reports receiving three false positive results when using the cue covid-19 test for home and over the counter (otc) use. This MDR is to document one of these false positive results. See (B)(4) for alternate false positive results. Customer received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), reader sn: (B)(4). On (B)(6) 2022, the customer tested negative with the thermo-fisher accula rapid pcr.